Event description:
Info rec'd indicates the bed is alarming codes 10-19/30-49 due to fluid on the siderail ucm board.

Manufacturer narrative:
The technician replaced the siderail ucm board and cable to repair the bed.